Event description:
It was reported that patient experienced increased spasticity. An inflammatory mass was found at the catheter tip. Catheter revision surgery was performed. The existing catheter was tied off and a new catheter was placed directly into ventricle. The patient's status at time of the event as "alive "no injury/no adverse event." Drug in device was baclofen, and clonidine. A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
Catheter model 8709 serial# (B)(4), implanted: 2012 (B)(6), explanted: unk, product catheter 8596sc serial# (B)(4), implanted: 2011 (B)(6), explanted: unk. (B)(4).